Event description:
This lead was returned with an mdrf from biotronik representative. Per rep, this lead had a sudden jump in impedances that remained; did not return to normal levels. The physician was concerned. He replaced this lead with a linox td 65/16.

Manufacturer narrative:
See scanned page.